Manufacturer narrative:
Citation: priromprintr b et al. A prospective 5 year study of the frequency of arrhythmias during serial exercise testing and clinical follow-up after melody valve implant. Heart rhythm. 2016 jul 21. Pii: s1547-5271(16)30553-7. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the frequency of arrhythmias after melody valve implant. All data were collected from multiple centers between january 2007 and january 2010. The study population included 171 patients (predominantly male; mean age 19 years), 136 of which were implanted with medtronic melody transcatheter pulmonary valves (serial numbers not provided). Among all patients, five deaths occurred, which included: one death at 20 days post implant from coronary artery dissection during coronary angiography, two deaths at 2 years post implant due to presumed arrhythmias, one death at 2.5 years post implant from multi-organ failure due to endocarditis, and one death at 4.5 years post implant due to septic shock. None of the deaths were attributed to medtronic product. Among all patients adverse events included: premature ventricular contractions (pvc), premature atrial contractions (pac), ventricular tachycardia (vt) requiring cardioversion during implant procedure, and non-sustained ventricular tachycardia (nsvt). Twenty patients required valve re-implantation for valve stenosis or stent fracture. Eleven patients required surgical explantation. In one case, the melody valve implant was attempted but surgical explant was required due to the rupture of the existing homograft and subsequent left hemothorax. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.